Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and was treated with unspecified antibiotics (intra-abdominal, dose, frequency and duration were not reported) for the event. At the time of this report, the patient has been discharged from the hospital and has recovered from the event. Pd therapy was discontinued, pd catheter removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.